Event description:
The mammography pt felt a sharp pain in her left breast while under compression during a mammography exam. Apparently, the pain continued and prompted a follow up visit to the emergency room and a subsequent mammogram revealed a ruptured breast implant.